Event description:
Having tingling in left side of back for about 6 months as time goes on it get worse. Said something to dr and he did not say too much about it. On next visit said to dr getting worse - he gave me medication, it did not help. On next visit dr gave me neurontin, it helped. Then on the next visit he increased the mg. It is helping but not completely. At times it's bad and goes down my leg and seems to bother me all over - legs, arms. Dose or amount: denture cream. Frequency: once or twice per day. Route: oral. Dates of use: 1994 - 2009. Event abated after use stopped or dose reduced: no.